Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm. Customer's blood glucose was 270 mg/dl. The customer stated his insulin pump may have gone through the metal detector or x-ray at the airport. The customer was advised to disconnect from the insulin pump and revert to a backup plan. No add'l info provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and missing address/serial number label.